Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced increased impedance and severe bruising around the implantable pulse generator (ipg). The patient had undergone an echocardiogram before noticing the bruising. The patient was seen in a clinic, where it was noted that the bruising had subsided. No surgical intervention was performed or planned, and no additional interventions were taken at the time. The issue was resolved, and the device remains implanted and in service. The manufacturer provided additional information and confirmed with the healthcare professional that the cause of the change in the impedances remains unknown. They also added that they believe the bruising could be related to the pressure of the transducer while doing the scan since the patient seemed to have delicate skin. It is unknown if the patient was on blood thinners, which could have also played a role.